Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It was reported that during a procedure, the tip of the instrument fractured while the surgeon was inserting it into the burr hole. The surgeon is unable to confirm whether the fractured piece had been removed from the patient, and the piece is too small to confirm an x-ray. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Juggerknot was returned for evaluation. Visual inspection confirmed that the prong on the tip of the inserter fractured and the inserter bent. As returned the anchor disassociated from the inserter. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.